Event description:
It was reported that customer was in emergency room with dka. Family member also reported that pt's blood glucose levels were 408 when she woke up. Family member reported that the pump was getting an a-35 alarm and would not rewind. She also mentioned that the a-35 alarm happened after they were in the hosp trying to do a set change.